Event description:
Healthcare professional reported "inner seal on an implant bowl was broken when they opened the box". The device was not implanted and surgery was completed with a backup device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ breach of sterile barrier seal: observed opened inner thermoform. No additional observations are performed. Further investigation inv-45393 is performed for the event of breach of sterile barrier seal. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1184590 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents pfmea-bi pkg and lblg (v11.0) was performed and the event of compromised sterility is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. During the trend review of all breach of sterile barrier seal complaints for gel breast implants for the period of may-2022 through apr-2024, were noted 2 outlier in jun 2022 and jan 2023. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the all breach of sterile barrier seal event, so, no additional actions are deemed required at this time. The issue with all breach of sterile barrier seal will continue to be monitored and corrective action taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breach of sterile barrier seal.

Event description:
Healthcare professional reported, "inner seal on an implant bowl was broken when they opened the box". The device was not implanted. And surgery was completed with a backup device.